Manufacturer narrative:
(B)(4). Evaluation summary: the device was determined to meet functional and electrical performance specification requirements per return instrument test / evaluation (rite) testing passing both rite electrical and functional test. No failure or malfunctions were identified during device evaluation. The assignable cause of the increased intra-peritoneal volume identified in the logs was determined to be: insufficient drain, false empty detect and use error. Initial drain alarm setting inappropriately programmed too low (0 ml). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
Five increased intraperitoneal volume (iipv) situations were identified in the log of a homechoice (hc) device. This is report 1 of 5. The iipv occurred on (B)(6) 2010 during drain cycle 1. The programmed fill volume was 2500ml and the total drain volume was 4278ml. This drain volume meets baxter's iipv criteria.